Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/21/2022. H.6. Investigation: one open 32g x 4mm pen needle sample with shield was returned from an unknown lot. No., cat. No. 320566. Visual examination was carried out on the returned sample and it a broken patient end of cannula was observed. No manufacturing related issues were observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported bd ultra-fine¿ pro 4mm pen needle had the cannula break off. The following information was provided by the initial reporter: "the patient said that the tip of the needle was bent while sterilizing the needle with alcohol swab before injection, so he tried to straighten it again and again, and finally the tip of needle was broke."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd ultra-fine¿ pro 4mm pen needle had the cannula break off. The following information was provided by the initial reporter: "the patient said that the tip of the needle was bent while sterilizing the needle with alcohol swab before injection, so he tried to straighten it again and again, and finally the tip of needle was broke."